Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was damage to an unknown cassette which led to a breach in the sterile pathway during automated peritoneal dialysis (pd) therapy, which resulted in the patient experiencing peritonitis. The breach in the sterile pathway was further described as a severed fill line; specifically, damaged due to left over glass particles found within the patient¿s carpeting and the patient stepping on the line. The cut line was discovered after the pd solution ¿leaked all over the carpet¿. The event was manifested by abdominal pain, difficulty draining, and cloudy ¿puss like¿ effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) and unspecified oral antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.